Manufacturer narrative:
Analysis of the instrument and instrument data by the customer indicated that the cause of the elevated troponin I (ctni) results is unknown. The siemens healthcare diagnostics customer care center representative directed the customer to perform routine troubleshooting investigation steps and no systemic issue was detected. The issue was resolved by recalibration. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated troponin I (ctni) results were obtained on patient samples. The patient results were reported to the physician who questioned the results. The same samples were rerun on the same instrument after recalibration of the method and lower results were obtained consistent with physician expectations. There is no indication that patient treatment was altered or prescribed on the basis of the falsely elevated troponin I (ctni) results. There was no report of adverse health consequences as a result of the falsely elevated troponin I (ctni) results.